Event description:
It was reported that a user sought assistance pairing a new freestyle libre 3+ sensor after the initial pairing failed with the ilet bionic pancreas app and successfully completed the subsequent scan after which no further assistance was needed. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact on health or daily activities. User support included remote troubleshooting and education. Investigation of this case revealed that the device and app functioned as intended and that the pairing process completed successfully after guidance, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related and resolved through standard troubleshooting and education.